Event description:
It was reported that when using the bd pyxis¿ es server, the user could not run reports on server. The customer stated that an unexpected error occurred. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that reports could not be run from the pyxis server. A technical support specialist (tss) dialed into the report party transaction (rpt) server and observed that report generation failed with an unexpected error. It was noted that the structured query language (sql) management service and sql agent service were stopped. Both services were restarted, and the report then generated successfully. The customer validated the report, and the case was being closed. The system functioned as intended after the technical support specialist troubleshot the device.